Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm monopolar curved scissors (mcs) instrument was analyzed and found to have blade damage at the base and mid of the blade. Both blade edges were indented. Which is the cause for the instrument to be dull, rigid/stiff to open and close. There is assumption that a piece of the tip may have detached. The complaint was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was not sharp enough. No fragment fell into the patient. The procedure was completed with no reported injury.